Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was around 500 mg/dl. The alarm was resolved by a complete set change. The customer was unable to troubleshoot. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.